Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, there was a loss of vision in the right eye. Theatre staff reported this issue after the procedure. Technical support engineer (tse) reviewed the error logs and noticed repeated error 45312 linked to endoscope sn (B)(6), and informed theatre staff that the endoscope would need to be exchanged. However, caller mentioned that the issue had persisted even after the endoscope was exchanged during the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: system functionality checked upon powering on the system and it powered on without issues. Customer had tried to contact technical support several times during the procedure when the issue occurred but there was no answer. So the surgeon used his skill and experience to operate with the image dropping out. The procedure was delayed by 15 minutes. The scopes were not found to be faulty so they will not be returned for evaluation.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse noted that there was no issue with the scope. As the error logs pointed towards scope or endoscope controller (ec), ec was replaced as a preventive measure resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint and failure analysis is in progress. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The endoscope controller(ec) was analyzed and the reported failure was not confirmed/replicated. Upon visual inspection, no issues were found that would be related to the reported failure. The unit was installed and tested into a golden pca system where the component functioned as expected. This unit was installed into the test system and running video test,10 power cycles & sitting idle for 1 hour. System came up with no errors and good video on both eyes with no issue. The ec worked as intended. The probable root cause is attributed system errors. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error 45312 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue was resolved by replacing the ec.